Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (6 mg/ml at 3.1053 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was in the intensive care unit (ICU) at the time of the call with a possible morphine overdose. The patient had begun to show overdose symptoms on (B)(6) 2019. The pump had been programmed into flex mode. The pump was noted to be almost full with 18.3 ml inside, so there was a recent refill but the representative was not certain when it occurred. The doctor wanted the pump programmed to minimum rate. The patient was also treated with narcan while in the ICU. It was noted by the representative that the patient had "other health issues that could have caused her symptoms" but she was not told what other health issues they were. The cause of the overdose was not determined. It was unknown if the overdose was resolved. The patient's weight was unknown. No further complications were reported.